Event description:
It was reported that the patient's spectra penile prosthesis was replaced with an ambicor penile prosthesis for unknown reasons. No patient complications reported in relation to this event.

Manufacturer narrative:
Added evaluation conclusion code for "discarded."

Event description:
Additional information reported revealed that the patient's device was replaced due to patient dissatisfaction. No further patient complications reported in relation to this event.